Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the loop recorder under-sensed false pause episodes. It is suspected that excessive movement and noise, due to either device manipulation by the patient, migration of the device in the pocket or poor initial implant location. No intervention was performed. The patient was in stable condition and will continue to be observed.